Manufacturer narrative:
A philips field service engineer went to the customer site to gather system logs for further investigation. However, the service engineer could not investigate nor retrieve the system error logs due to file corruption and had to initiate re-installation of the system software. The lack of logs and technical data prevented additional investigation to determine the root cause of the issue. After re-installation of the system¿s software, the system was working as intended and passed all post installation testing. No additional complaints regarding this issue have been reported by the customer post repair.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported encountering an incident when their epiq 7c ultrasound system was used for transesophageal echocardiography (tee) following a complication with a transcatheter aortic valve implantation (tavi) procedure. The system displayed an error message and locked up. Although the incident occurred during a critical procedure, the system was restarted and the procedure was completed successfully without additional interruptions. No patient or user was harmed as a result of the issue.